Manufacturer narrative:
(B)(4).

Event description:
It was reported "patient enters the institution to the ICU service, requires a central catheter for which cvc bilumen is requested. A catheter that is in adequate condition is uncovered, a procedure is performed, a successful puncture in the left subclavian vein, at the time of removing the guide after inserting the catheter, resistance is presented, so the guide and the catheter are withdrawn with effort simultaneously.". A second attempt was made in the femoral vein and was unsuccessful (captured in MDR# 9680794-2022-00262). A third attempt with interventional radiology was successful. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of guidewire and catheter resistance was able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "patient enters the institution to the ICU service, requires a central catheter for which cvc bilumen is requested. A catheter that is in adequate condition is uncovered, a procedure is performed, a successful puncture in the left subclavian vein, at the time of removing the guide after inserting the catheter, resistance is presented, so the guide and the catheter are withdrawn with effort simultaneously.". A second attempt was made in the femoral vein and was unsuccssful (captured in MDR# 9680794-2022-00262). A third attempt with interventional radiology was successful. No patient harm reported. The patient's condition is reported as fine.